Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there was no image. A visual inspection was performed and showed the scope to have distal tip damage, a bent and kinked outertube and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a knee arthroscopy, the scope had black view it was unable to see the image . No patient injuries or delay reported. Back-up device was available to complete the surgery.